Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that less than 6 months after the dental implant and abutment were placed in site 2, the implant lost osseointegration. Clinician reported the implant achieved primary stability and was covered with bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that less than 6 months after the dental implant and abutment were placed in site 2, the implant lost osseointegration. Clinician reported the implant achieved primary stability and was covered with bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).